Event description:
It was reported that customer observed large air bubbles in tandem mobi cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer resolved cartridge issue by removing cartridge, using cartridge adapter to push air out, and reloading cartridge onto pump.